Manufacturer narrative:
Batch review performed on 14 october 2020, lot 1907913: (B)(4) items manufactured and released on 28-nov-2019. Expiration date: 2024-11-17. No anomalies found related to the problem. To date, 63 items of the same lot have been already sold without any similar reported event. Other devices involved in the event gmk-sphere 02.07.1203r tibial tray fixed cemented # 3 r lot. 1907832 (k090988), batch review performed on 14 october 2020, lot 1907832: (B)(4) items manufactured and released on 8-jan-2020. Expiration date: 2024-12-11. No anomalies found related to the problem. To date, 136 items of the same lot have been already sold without any similar reported event. Gmk-sphere 02.12.0312fr insert gmk-sphere 3r 12mm lot. 1906097 (k121416) batch review performed on 14 october 2020, lot 1906097: (B)(4) items manufactured and released on 30-jul-2019. Expiration date: 2024-07-13. No anomalies found related to the problem. To date, 25 items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery performed after 5 months from the primary surgery due to suspected infection but the tests performed excluded infection. All components were revised and a spacer was inserted( for 3 weeks). Permanent implants were installed on (B)(6) 2020. The cause of this event is a feeling of general discomfort without real pain or instability. Dr (B)(6) decided to revise the implants because the patient was not completely satisfied during the first surgery.